Event description:
The customer alleged the ventilator would not alarm audibly when the device was in an alarm condition. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self-testing. No parts were replaced. It is not verified that the ventilator's audible alarm did not function, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.